Manufacturer narrative:
A steris service technician inspected the sterilizer and found it to be operating properly. The technician ran several test cycles and no issues were noted. The employee was wearing proper ppe, specifically gloves, during the time of the reported event. However, the burn the employee obtained was above the wrist and the gloves ended at their wrist. The steris technician discussed with user facility personnel the importance of ensuring all moisture is removed from items before they are placed in the sterilizer. The operator manual states (pp. 1-2), "failure to thoroughly clean, rinse and dry articles to be sterilized could result in an ineffective sterilization cycle."

Event description:
The user facility reported an employee obtained a burn after removing instruments from their v-pro max sterilizer. The employee did not seek medical treatment and continued working.